Event description:
Expiration date of product was verified prior to surgery, however when pt was on the table during spinal surgery, staff noticed the label of product appeared to have two labels. The company, aurora, had placed another label extending the expiration date. The company was called and stated product was safe, sterile, and they were permitted to do relabel. FDA reported being filed to verify company's statements. Letter from company attached. Box with double sticker has been sequestered with risk director.